Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 612 mg/dl. The customer stated that she was driving and the lines on the road started to look weird. She noted that she could not lower her blood glucose levels, so she went to the emergency room. The customer was treated and discharged the same day. She was wearing the insulin pump at the time of admittance. About a week prior, she had high blood glucose levels in the range of 300 to 400 mg/dl which she also had difficulty lowering. Her doctor made adjustments to device settings, and for the next few days she experienced low blood glucose readings of 52 and 62 mg/dl. Two days prior to admittance, the customer had a low blood glucose reading of 52 mg/dl, went for a snack, and passed out. She treated at home with fluids and food. She advised that she would monitor and consult her doctor. Nothing further reported.